Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: anxiety-product/procedure: unable to observe. Malposition: unable to observe. Capsular contracture: unable to observe. Double capsule: unable to observe. As per the investigation procedure, deformation, creases, particles and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported a left side implant removal from textured to smooth due to the concerns of the product. Healthcare professional later reported "too firm, implant malposition, thickened double capsule" and a capsular contracture baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported a left side implant removal from textured to smooth due to the concerns of the product. Healthcare professional later reported "too firm, implant malposition, thickened double capsule" and a capsular contracture baker grade unknown. Device has been explanted and replaced.